Event description:
Through implant patient registry, it was learned that a 31mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 7 months due to unknown reasons. The explanted valve was replaced with a 31mm 7300tfx mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a 31mm 7300tfx mitral valve, implanted in the tricuspid position was explanted after an implant duration of 7 months due to acute bacterial endocarditis. The explanted valve was replaced with another 31mm 7300tfx valve. Per medical records: two weeks prior, the patient presented with recurrences of fevers and tee showed regrowth of tv vegetation and new deterioration of mv with insufficiency. The patient underwent a redo tvr and mitral valve suture repair of hole in a3, and implant of a 28mm 4600 cosgrove band. There was no leak for the mv, and the newly implanted 31mm 7300tfx seated nicely. The patient weaned from bypass without difficulty and the sternum was closed.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, h6 health effect - clinical code, device code(s), type of investigation and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.